Event description:
During the implant attempt of the subject device, connection issues were observed. Reportedly when the ventricular lead was connected, click sound was not confirmed and the screwdriver turned freely. However, it was noted that pacing spikes were observed and that the lead did not come out from the port by pull test. A second lead connection attempt was performed, but the issue recurred. A new pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.